Event description:
Customer returned an orthopat perioperative autotransfusion system on (B)(4) 2011 reporting a blood spill and that they experienced a burning smell. No patient or operator injuries were reported.

Manufacturer narrative:
(B)(4). Reported problem was verified, blood spill. Containment bag was not attached. It can not be confirmed if the bag was properly deployed.